Event description:
On approximately (B)(6) 2014, a pump volume discrepancy was noted. The expected residual volume was 3-4ml; the actual residual volume was noted as ¿continuous aspiration of fluid¿. A dye study was done; the date and results were not reported. They were considering pump removal or replacement. It was unknown if the patient had any symptoms at the time of the event, but it was thought that the patient may not be receiving drug. The patient had some symptoms back in august at the first pump refill; the patient had lightheadedness. The patient status was reported as ¿alive-no injury¿. The device system was delivering dilaudid. The interventions and outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information later received reported that the patient was stable as always in past, withdrew 15ml with projection of 1ml. Within 15 minutes the patient was lightheaded and nauseous. The expected volume was 1.7ml and actual was 15ml and > but aspiration stopped due to excessive aspirate. The cause of the discrepancy was aspiration of excess-over projected amount. Troubleshooting/other actions included fluid for testing (3 transferrin). The patient not recovered, symptoms/issues ongoing.

Event description:
The device system was replaced. The cause of the device issue was unknown.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the nurse was able to feel the cap and the refill septum, through the patient's skin, so she is sure that she was in the correct place at both refills. She stated that the first time that the patient had the issue, she was admitted and they got the patient stable and thought it was just a fluke, as the patient had not had previous issues and at the time of the first event, it appeared she was getting therapy. However, the second time that the event occurred the patient had started to feel a decrease in therapy, even though her dose had been increased a couple of times. At that appointment the nurse sent the fluid she obtained at the refill for beta transferon testing and testing to make sure that there was drug in the fluid as well. She stated at this refill the dr. Was in the office, so they took the patient and looked at the pump and catheter under fluoro. Again, they were able to determine that they were in the refill port and dye was injected, but it didn't go anywhere, it just stayed in the pump reservoir. She stated that they then tried to get fluid at the cap and got back csf easily. She stated that they only use the manufacturers refill kits, so the needle that she used was whatever comes in those kits. Per the nurse these events were the reason that the pump was replaced on (B)(6) 2015. She stated that the entire system was replaced, since they were in there and the catheter was so old there was no visible issue with the catheter and it was tossed. Per another reporter the catheter was coiled up around the pump when they went into replace the pump and that was why both the pump and catheter were replaced. She stated that she is just amazed at the lower dose the patient is able to receive now and still get adequate therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l82058, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion code is no longer applicable for this event.

Event description:
Right after implant the patient wasn't feeling well. In (B)(6) of 2014 at the first refill the nurse withdrew "2 huge syringes of stuff". The nurse started to push the medication in. She told the nurse when she was doing it that she wasn't feeling good. She told her that it "feels like it went straight to my head". The nurse finished up and left the room. The patient went to get her things to leave and collapsed. The patient was sent to the hospital and spent 2 days in the ICU on narcan. In (B)(6) of 2014 at the second refill, they pulled a huge syringe of fluid out again. They were more cautious when they put the medication in. She still ended up sick and throwing up. She had to return to the office the next day. On (B)(6) 2014, she went to the hospital to have "a test and CT scan". They tested the fluid "that was coming out of the pump and it was spinal fluid".